Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. Patient product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported patient experienced a communication issue with the controller, no device found. Patient stated when she tried to charge her ins, she got no device found screen appeared. It was noted sometimes it took her 4 times from the controller to find the device, and if she moved slightly, it would go from excellent recharge quality to no device found. Patient stated rep told her to reset the controller to resolve the issue, but the issue had since become more persistent. Patient mentioned she had her ins check 2 weeks ago at hcp office and everything was good and where it needed to be. Patient stated there did not appeared to be damaged on the controller cord. A replacement controller would be sent, bluetooth was dropping off on controller. Additional information from patient on 2019-march-29 indicated the ins was turning on/off unexpectedly, the therapy was turning off by itself. Patient stated her device would shut off without her shutting stim off. Patient noted she would go to beds with her stim on and wake up with her stim off. It was noted she spoke with rep who told her to reset the controller to see if the issue resolved, but patient stated her device shut off again and was told to call patient services (pss) for assistance. Patient mentioned her healthcare provider (hcp) checked her ins 2 weeks ago, and said implant was good and everything where it needed to be. Additional information later date from patient indicated her adaptive stim did not work anymore, and she did have it set up. Patient noted her adaptive stim work when she changed positions but stopped recently. Patient stated rep was made aware of issue and told her to call ps because it might be an issue with external equipment. A replacement recharger would be sent. It was noted recharger poor charging quality. No further complication and events were reported.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. Product ID 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device and remote wouldn't see each other, so it would not charge. A new remote and charger were shipped which resolved the therapy turning on and off unexpectedly and adaptive stimulation not working. No further complications were reported or anticipated.